Manufacturer narrative:
Load wheel casting horn.

Event description:
It was reported by service reported that the load wheel casting horn on the retractable head section was broken. It is unk if there was pt involvement, however, no adverse consequences are reported.